Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, the following were noted: significant trunnion wear, black tissue, discolored liner. Patient was revised to an mdm metal liner, adm/ mdm poly insert, ceramic head, and restoration modular stem construct. Rep confirmed that no further information will be released by the hospital or surgeon.